Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medications. A technical support specialist reported that the customer support service showed customer on how to add an item via override method and issue the medication to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 was unable to issue the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.